Event description:
It was reported that a revision was performed for possible loosening of the tibial component. The tibial component was grossly loose and came out by hand without any resistance. The cement mantle left behind in the proximal tibia was "pristine".

Manufacturer narrative:
This report will be amended when our investigation is complete.